Event description:
It was reported that during a partial pancreatectomy procedure, the staples fell out of the device. They fell into the patient but were retrieved. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.